Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their ipg explanted at an unknown date as it didn't provide effective relief.